Event description:
It was reported that during the trial surgery in (B)(6) 2013, the patient was laying on the table and felt his side was hurting on the left, he felt pain. On (B)(6) 2013, it was determined the patient had blood colts and was not able to breathe. It was stated the caller was not sure if the clots were from lying down on the table. X-rays were taken of the patient¿s legs and there were no signs of blood colts down there. Reportedly, the patient did not go on to permanent implant and was still out of work and they were not sure if he would be able to go back to work. The patient was redirected to the healthcare provider.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).